Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported a piece of black plastic was found inside the blister pack.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: piece of lose black plastic inside the blister pack. The root cause is a manufacturing issue. (B)(4).

Event description:
It was reported a piece of black plastic was found inside the blister pack.